Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the bending angle in the ¿up¿ direction and the play of the up/down knob did not meet standard values due to wear of the angle wire. The adhesive on the bending section cover was chipped and cracked, the adhesives around the objective lens, light guide lens, and bending section cover had a white clouded area. The objective lens and light guide lens were cracked, the plastic distal end cover was burnt, the connecting tube was scratched the dots on the water detection sticker were smudged and connected, the control unit was discolored, the image guide protector, the protector of the universal cord on the scope connector side, and the universal cord was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer reported the device was cleaned, disinfected, and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. E1/establishment name: (B)(6)(documented here due to character limitation in respective field).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the event, ¿foreign matter in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions for gif-xz1200, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions for gif-xz1200, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.